Event description:
Pt presented 2004 with signs of an infection of the device pocket. These include swelling and pain. Cultures of the device pocket were obtained. Pseudomonas was the organism cultured. The pt does not have meningitis. The pt was treated with IV and oral antibiotics and total device system explant. Date unk. The device was not returned to the manufacturer for analysis. Hcp reported pt's infection is resolved.